Event description:
It was reported that the patient experienced three confirmed pump motor stalls with three motor shall recoveries recorded. There was a fourth confirmed pump motor stall on (B)(6) 2010, with no motor stall recovery recorded and a tube set message noted. Environmental and medical sources of electromagnetic interference (emi) was ruled out. It was also stated that the patient fell on (B)(6) 2010, two hours and fifteen minutes after a motor stall had occurred. The patient experienced "withdrawal" and diarrhea. There was no information provided regarding the concentration or dosage of medication used in the patient's pump. No further details or patient's outcome were provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).